Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information received that the pocket was infected and eroded through the skin. There were no additional adverse effects reported. The product explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.